Event description:
Philips received a complaint by a service engineer on the v60 indicating a device malfunction as the device would not power on. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where the service engineer inspected the device and observed that the device would not power on. The service engineer found that the power management (pm) printed circuit board assembly (pcba) was not correctly seated onto the central processing unit (cpu) pcba; however, the biomedical engineer (bme) ultimately decided to not go through with the repair. Therefore, the device will be returned to the bme unrepaired, and per phone communication with the bme on (B)(6) 2026, the device will be retired. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided, it was confirmed that the device did not meet product specifications. The malfunction impacted the user¿s ability to use the device properly.